Manufacturer narrative:
Due to character restrictions, event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the field service engineer (fse) that during inspection, cardiosave intra-aortic balloon pump (iabp) unit failed manifold test. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d1, d9, g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly (d104-00-0031) was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer. The following was performed by (B)(6), technician of the maquet failure analysis and testing (fat) department wayne, nj: sr 26 june 2025. The failure analysis and testing department received the following part associated with this complaint: pn: 0104-00-0031 rev j, sn: (B)(6) _asco drive manifold assy. This part was received with a reported unit failure message of failed drive manifold leak tests. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed drive manifold assy. Into the cardiosave test fixture sn: (B)(6) and tested to the cardiosave service manual pn: 0070-00-0639 revision r. Performed drive manifold leak tests and failed with result of vacuum leak diff. Prs. 27mmhg, the factory specification is +-25 mmhg. The fat dept. Verified the failure message of failed manifold leak tests. Drive manifold assy. Failed testing. Refer to CAPA: 1406400, for more information regarding additional investigation details.

Event description:
N/a.